Event description:
An presentation titled " unpredictable outcomes post phakic intraocular lens implantation", indicated one patient noted to have high vault and another patient noted to have low vault. Len exchange with a longer length lens occured. Additional information is needed but no contact information is available. .

Manufacturer narrative:
A1 - unk a2 - unk a3 - unk a4 - unk a5 - unk a6 - unk b3 - unk d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry) d4 - unk d6a - unk d6b - unk h4 - unk claim# (B)(4).

Manufacturer narrative:
Corrected data: e1- reported as dr. (B)(6) , USA - correct to (B)(6), g2- report source is corrected to reflect the author is form india. H11- claim (B)(4) in initial MDR is not applicable. (B)(4)